Event description:
It was reported that prior to use during setup, the cardiosave intra-aortic balloon pump (iabp) units battery disconnect failure. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10. A getinge field service engineer (fse) was not dispatched to evaluate the unit. The customer stated there was a battery disconnect failure and chose not to repair the device. A supplemental report will be sent if additional information is provided.

Event description:
N/a.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units battery disconnect failure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.